Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (52 mg/dl) the customer stated the suspected cause for low bg was due to walking around a lot and not eating dinner. It was indicated that the customer had drank juice and will eat dinner to stabilize bg level.